Event description:
The bracket that connects the stirrup to the bed was placed upside down. The stirrup never seated well in the bracket; it eventually came loose after being manipulated several times during the case. The bracket doesn't indicate which side is up.